Event description:
During case, fenestrated bipolar forceps stopped working. Tried cord change, did not work. Had 8/14 lives remaining. Replaced instrument, new one worked fine and was used to finish case.